Manufacturer narrative:
Concomitant continued: 5076-52 lead; 694758 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient complained of muscle stimulation on the left side of the chest. An evaluation revealed diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.